Event description:
It was reported that pump of this inflatable penile prosthesis was not working consistently. The patient was unable to inflate cylinders consistently and effectively. The patient was evaluated, and it was determined that the patient had sticky pump. The pump refill decreased after the physician pump the implant in operating room. The device was removed and replaced successfully. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined, tested for leaks and functionally tested. Cylinder one had wear at a fold in the middle and in the proximal end of the cylinder. Cylinder one passed the leak test. Cylinder two had wear at a fold in the middle of the cylinder. Cylinder two passed the leak test. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed leak test; however, did not pass activation tests. Spherical reservoir was visually inspected, and leak tested. Spherical reservoir passed visual inspection and there were no visual damages or abnormalities found. Spherical reservoir passed leak test. Product analysis confirmed the reported allegation with ms pump. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that pump of this inflatable penile prosthesis was not working consistently. The patient was unable to inflate cylinders consistently and effectively. The patient was evaluated, and it was determined that the patient had sticky pump. The pump refill decreased after the physician pump the implant in operating room. The device was removed and replaced successfully. There were no patient complications reported.